Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 due to rectocele and poor rectovaginal fascia. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. The patient had revision of mesh, excision of mesh and rectocele repair on (B)(6) 2009.

Manufacturer narrative:
(B)(4) - this medwatch report is being voided as it is a duplicate of medwatch report # 2210968-2012-05792. Please see medwatch report # 2210968-2012-05792 for all information regarding this event.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-05792 and medwatch 2210968-2012-05791. The same patient is represented in each medwatch.